Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient¿s ins became damaged when they fell. They stated that it hurt and their symptoms had returned. The patient confirmed that the implant was on and was at 2.80 volts. The patient stated they were not feeling stimulation and that it was not up high enough. They increased stimulation to 3.80 volts and they could barely feel it. They increased again to 4.20 volts with the same results. The patient stated that before they felt stimulation at 3.00 volts. They noted that every time they moved the pain by their battery ¿kills her.¿ the patient also noted that they felt it around the battery and in the waist. The patient confirmed that these issues occurred after the fall. They stated that they did not have all this pain before and they could barely walk because of the falls. The patient reported that the pain was terrible and if they laid on the bed it was ¿squished.¿ it was noted that they fell backwards on the implant twice. It was confirmed that the stimulation was on. It was reviewed that if the pain was coming from the ins, the patient could turn it off but they declined. They stated if the stimulator was off it would make it worse. It was also noted that the stimulation was too strong. The patient was sent healthcare professional listings. No further complications were reported. Follow-up was conducted.